Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer, confirmed the issue and performed troubleshooting rebooting the system, confirming the surveillance was in connected mode, but displayed a "no data monitor" inop in all sectors, and that the network switches were not in the system configuration which may indicate a customer supplied clinical network (cscn). The rse put the surveillance in service mode and verified that the monitors were communicating. It was explained to the customer that server functions such as hl7, adt, etc., are not available in service mode. The customer agreed to have this workaround for the weekend, and to have the biomed callback to continue the call. A good faith effort (gfe) conducted generated no additional information. The rse informed that the biomed didn't reach back, and attempts to reach the customer were not successful. There was no confirmation if the patient information center ix is working as intended. Results of functional testing indicate no device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a multicast issue/ user error. The reported problem was confirmed. The engineer provided her analysis findings and the customer agreed to the workaround provided, but didn't follow up for further analysis. The customer has not responded to requests for additional information and we are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that no data is showing, not connected on all sectors. A reboot did not resolve. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.